Event description:
Reporter initially noted unit malfunctioned during phaco. Additional info received stated both phaco machines didn't work properly. Procedure converted to icce and vitrectomy performed. Prognosis reported as good.